Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead dislodged and that programming changes were made prior to the procedure. During the procedure, fluoroscopy imaging was performed on (B)(6) 2019 and lead dislodgement was confirmed. The lead was explanted and replaced. The patient's condition was stable throughout the event.